Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before it was inflated to the rated burst pressure (rbp). The device was removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable. It was further reported that the balloon inflated twice before it ruptured.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis and underwent a visual and tactile examination. There were no leaks or issues noted on the balloon, markerbands, tip, and hypotube shaft.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before it was inflated to the rated burst pressure (rbp). The device was removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.